Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was over delivering insulin. Customer alleged insulin pump was over delivering because insulin pump was still giving them micro boluses even if they were already low. Customer stated insulin pump was showing 70 mg/dl but their blood glucose was 82 mg/dl. Customer treated low blood glucose with food. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.